Event description:
During a follow-up call regarding an alarm issue, the home patient (hp) reported that they changed out the solution bag and not the complete set-up while still connected; the hp reused the cassette. Per the hp, she did not have any injury or harm as a result of this incident and no medical intervention was required. No further information was provided

Manufacturer narrative:
(B)(4). There was no allegation of a device malfunction, therefore, the sample was not requested and a batch review will not be performed. This complaint is for a report of a use error - reuse of single-use product, where the customer stated the machine alarmed, and they had to change the bag out. This complaint is confirmed because replacing disconnected solution bags is a use error that can cause contamination. The root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.